Event description:
Related manufacturer reference number 1627487-2021-18881. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both of the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain device information. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.